Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sens sensor system and excessive no delivery test or verify unexpected restart error, insulin pump error alarm due to buttons not responding. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was 11.4 mmol/l. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that performed self test and the test passed. Troubleshooting was declined for keypad anomaly. Customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.